Manufacturer narrative:
The customer's calibration data was ok. The customer provided qc data, but the target mean and ranges were requested but not provided. The investigation was unable to determine if the qc was acceptable on the date of the event. The customer's sample pre-analytical details were requested but not provided. The investigation reviewed the customer's alarm trace and noticed multiple alarms that indicate possible poor sample quality. The field service engineer replaced various parts. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer cleaned the ise line. He performed ise checks, calibration, and qc with failing results. He replaced the ise reagents and performed calibration, qc, and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. The customer confirmed qc was within range. The patient's initial na result was reported outside the laboratory. The customer performed repeat testing on a different analyzer for confirmation due to an increase of delta check flags. The patient's initial na result was 151 mmol/l, and the patient's repeat na result was 144 mmol/l. The customer determined the repeat result was correct. The na electrode lot number was g45 with an expiration date of 17-jul-2021.